Manufacturer narrative:
Complaints related to the reported test strips were evaluated.  It was concluded that the number of complaints for the subject test strip lot breached the thresholds set for escalation to further investigation.  Lifescan (lfs) therefore conducted performance testing with control solution on retained test strips.  The retained test strips passed all testing with no faults found. This report is processed under exemption number e2005018.

Event description:
This report summarizes 7 malfunction events. A review of the events indicated that the ot select test strips read inaccurately high. These reports were received from various sources. The patients associated with this allegation have no age data and there is no weight data available. Of the reported patients; 4 were male and 3 female.